Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause was not determined, but there is a suspected short circuit in the cranial electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event occurred in the (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient thought recharging was taking a long time. The patient reported that recharging takes about 1.5 hours per week. The ins was interrogated and coupling was found to be less than ideal. It was noted that the patient's antenna moves during the charging process. The antenna was tested over the patient's clothes and optimal coupling was achieved. The patient stated that it was difficult to keep the antenna in position for a long time, and that the shoulder holster does not work satisfactorily. The patient was provided with adhesive pads to charge with. It was also reported that while interrogating the ins a short circuit was found on contact pairing 9-10 on the right side. The impedance measurement was retaken, and impedance was repeatedly around 70 ohms. The patient was currently programmed using contact 8 which does not have any issues. The patient was previously programmed using contacts 9-10 and did not receive sufficient therapy. There was no revision operation planned. No further complications were reported or anticipated.